Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. There are many potential root causes for the as reported event, however a review and analysis of all available information cannot determined the exact cause for the reported event.

Event description:
It was reported that the balloon was already broken, when a user opened a box.. There was no patient impact.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon was already broken, when a user opened a box.. There was no patient impact.